Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) with mount was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU). Device history record (DHR) review for the lot (1232979) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1232979) was performed for similar event does not disengage/release category through (B)(4) complaint history review and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction could not be verified without the product return. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant at tooth site 4 was removed because the mount could not be unscrewed from the implant, once the implant was placed on the patient's mouth.